Event description:
An implant card was received indicating that the vns patient underwent generator replacement surgery on (B)(6) 2014 due to near end of service. The explanting facility discarded the explanted device; therefore, no analysis can be performed.

Event description:
On (B)(6) 2014, a physician reported that this vns patient¿s device had migrated down to the patient¿s sixth rib, as seen in x-rays, and the device could not be interrogated. The patient was referred for prophylactic generator revision with repositioning. Clinic notes dated (B)(6) 2014 stated that the patient¿s device was reprogrammed to a normal mode output current of 1.75 ma (magnet mode output current: 2.0 ma). Attempts for relevant additional information have been unsuccessful. Surgery is likely but has not taken place.